Manufacturer narrative:
Additional information poc: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. There was no patient involvement reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement reported .

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6. (Type of investigation, investigation finds, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and could not confirm the helium leak. However, the fse did confirm the unit to have a low vacuum during his test. He found that the compressor vacuum head needed replacing. He removed and replaced the vacuum head as required. He then completed the repair with a full calibration. The unit passed all functional and safety tests per factory specifications. Returned unit to the customer and cleared for clinical use.

Event description:
N/a